Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation, that a radial jaw 4 single use biopsy forceps large capacity was to be used during a procedure. According to the complainant, upon opening the package, there was a "y" shaped piece of metal sticking out of the dual pull wires. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).